Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl, and diabetic ketoacidosis. Reportedly, customer did not have use of their non-tandem continuous glucose monitor (cgm), and was not checking bg levels via a meter. Subsequently, customer was hospitalized. Bg was treated with an unspecified intravenous therapy and fluids of saline and insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.